Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for the same event. It was reported from (B)(6) that during an unspecified veterinary surgical procedure for an unspecified fracture, it was observed that the small battery drive device stopped functioning about two minutes after beginning of use with two battery devices and a battery casing device. According to the report, the two battery devices were fully charged when the surgeon began using the small battery drive device. It was further reported that the small battery drive device already lacked power from the beginning of use. The reporter stated that the battery devices were kept in charging state with the battery charger device according to the instruction manual. The reporter indicated that the charger device worked according to specification. There were no delays to the surgical procedure. It was not reported if spare devices were available for use. There was no human patient involvement as the devices were used in a veterinary facility. It was reported that there were no adverse consequences associated with this event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly..

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and no failures were identified. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.